Event description:
It was reported that the lead became dislodged during implant. The lead was damaged and therefore replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).